Manufacturer narrative:
Reported event an event regarding damage involving a mako reamer handle was reported. The event was not confirmed because the product was not available for inspection. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been other similar event for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The following was reported: "mako tha daa procedure, using offset reamer handle intraoperatively for reaming acetabulum. Surgeon noticed significant metal shards within and outside of wound. Surgeon and mps identified the c-joint of the mako offset reamer was worn and in contact with the outer metal casing, creating metal shards when reamer shaft spinning on power. At this point surgeon had finished reaming and spent several minutes cleaning and flushing out metal debris caused by the offset reamer handle. Several superficial metal shards were detected on post operative x-ray. Tha 4.1."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The following was reported: "mako tha daa procedure, using offset reamer handle intraoperatively for reaming acetabulum. Surgeon noticed significant metal shards within and outside of wound. Surgeon and mps identified the c-joint of the mako offset reamer was worn and in contact with the outer metal casing, creating metal shards when reamer shaft spinning on power. At this point surgeon had finished reaming and spent several minutes cleaning and flushing out metal debris caused by the offset reamer handle. Several superficial metal shards were detected on post operative x-ray. Tha 4.1."